Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was trying to turn the ins off for a surgery next week and she was encountering poor communication. Troubleshooting attempts were made and the patient confirmed the antenna was secure and synced with the ins, but that did not resolve the issue. The patient also placed their patient programmer directly over the ins and synced, but that did not resolve the issue. The patient also stated that she was sore in the ins area from her pressing hard on it to attempt communication. It was mentioned that the patient started to have symptoms including, accidents, rushing to the bathroom, and getting up in the middle of the night. The patient noted that they had worsened over time and she brought it up to her health care professional (hcp) and was told the battery should last longer. The patient mentioned that she could turn the ins off at that time for a surgery, and she had it at a high setting, 4 something. The patient was redirected to her hcp. There were no further symptoms or complications reported or anticipated.